Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported that the pump had error code 240.4150 while infusing central venous pressure (cvp) fluids. The event occurred in the cardiac intensive care unit (ICU). There was no patient harm.